Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm on (B)(6) 2024. On 11/05/2024, it was reported that the patient was sleeping when her husband was alerted by her diabetic dog that the patient passed out. The husband took a bg reading which was 35 mg/dl. There were no cgm readings reported and they did not know if she received an alerts, or alarms during the event. The husband treated the patient with glucagon injections and glucose sos glucose powder. After the treatment the patient regained consciousness. At the time of the report the patient was feeling fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.